Event description:
A customer contacted beckman coulter inc., (bci) regarding in the risk stratification range troponin (accu tni) results generated by the for unicel dxi 800 access immunoassay system for multiple patients. The results were reported out of the lab and questioned by the physicians. The samples were re-tested on a different instrument and obtained results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are serum collected in sst tubes and centrifuged at 3,000 rpm for 6 minutes. Qc is performed every eight hours and has been within the customer's established ranges. A field service engineer (fse) was dispatched: the fse conducted a carryover testing with good results. A diagnostic testing was performed and failed. During troubleshooting the fse found several hardware components not working properly. These components were replaced and verification testing met published specification. Although hardware issues were addressed, a clear root cause for this event has not been determined.